Event description:
It was reported that in the operating room, the 18g introducer needle was used for insertion in the patient's subclavian vein, however, blood flashback could not be seen in the raulerson syringe. As a result, a second kit was opened. Since a hematoma then developed around the insertion site, the doctor chose a single lumen catheter to successfully finish the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn # (B)(4). Additional info: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.